Event description:
It was reported that an unknown substance was spilled into the atrial connector. Replacement of the connector and complete calibration and testing was requested. It subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the atrial connector was contaminated. Analysis also found that the battery drawer and lower case was broken. The knobs were contaminated.